Event description:
The hcp reported difficulty aspirating or injecting fluid through the catheter access port. The catheter was confirmed to be blocked. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
This report is being submitted following an internal audit.